Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's adaptive stimulation level was changing by itself (4-5 times within the last week), usually from laying down to getting up after about an hour of laying down,which resulted in the patient not getting any pain relief. The stim was changing to 0.2 ma. The patient checked the up-right and laying down stim levels and they were both 11.4 ma. Technical services made sure that the patient was waiting long enough for the stim to change and it was also confirmed hat position had changed as well. The cause was not able to be determined as the patient's device was working as intended during the time of the report. During the call the patient's orientation was off, as the device was reading him laying right when they were flat on their back. The rep was to meet with the patient to check programming and reorient the ins. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the adaptive stimulation output changing by itself was believed that the orientation needs to be re-set. This has not happened yet. The steps taken are that there are plans to meet with the patient to reset orientation. No further complications were reported or anticipated.